Manufacturer narrative:
B3. The event date is an estimated date (month/year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) encountered an error message stating, "invalid data. Invalid settings have been detected. All settings will be cleared. Code: bb0eee28," with options to select cancel or ok. The patient was able to access their implant via the patient handset. The patient believed they were receiving therapy for epilepsy. The rep had been using their clinician tablet on other patients and worked fine. The patient had an issue about a year ago with the same ins where the rep had to reset the sensing. They used an older clinician tablet and encountered the same error message. The rep used their tablet to reset the ins, reinterrogate the ins, opened the patient data service (pds), but all resulted in the same error message. The patient was last seen on (B)(6) 2025 with no issues with interrogation. There were no other interrogations between. Upon selecting ok, the settings were not cleared, and all settings and sensing remained intact, although all events were marked in red. On (B)(6) 2025, the patient experienced a headache and seizure. The rep believed that the patient was receiving therapy. Additionally, the doctor expressed a desire to ensure that the stimulator is functioning properly and is considering whether the device should be replaced. Additional information was received reporting that the patient completed their 36-month follow-up visit. During the visit, the study team encountered an ins communication error and had to perform a device reset as recommended by technical support from the manufacturer, which was successfully completed without altering prior settings. The patient reported experiencing inconsistent wireless communication since approximately (B)(6) 2025. There has been no change in seizure frequency or intensity. The patient's parents report that the patient was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.